Event description:
The customer reported communication error occurred during inspection for use. Involving an olympus colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.